Event description:
Chronic ureteral stent fragmented into pieces as it was being removed. The stent should come out intact otherwise retained fragments may cause sepsis, obstruction or need for a second procedure.